Event description:
The customer reported that the device displayed a defib failed power message. There was no reported patient involvement.

Manufacturer narrative:
The customer reported that the device displayed a defib failed power message. There was no reported patient involvement. The philips response center recommended that the customer test the device and place back into service if no trouble was found. As of 4/28/2010, it has been three weeks and there have been no further reports of any problem with this device. The customer's reported symptom is most consistent with a "defib failure- cycle power" error. We will consider this to be a malfunction of the device. Given that the customer has not called back for further assistance, we will consider this a single momentary error that was resolved by cycling power.